Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a low, out-of-range shock impedance measurement. Subsequent low-energy shock impedance measurements have been within the acceptable range. A guidant technical services consultant recommended obtaining both maximum and low energy shock impedance measurements to further evaluate the integrity of the ICD and lead system. The physician elected to explant the ICD and associated transvenous defibrillation lead. At explant, a shorted lead warning was encountered upon delivery of a 1.1 joule test shock. The products were not replaced due to a pocket infection.